Manufacturer narrative:
B3: the event occurred on an unspecified date of march 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) non-vented high-volume inlets leaked during use. One instance, normal saline pooled where the port meets the pump. The other instance, sterile water sprayed out of the top of the white connection where the tubing meets the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured in november 2024. H11: the actual devices were discarded; however, sixteen (16) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Integrity and resistance tests were performed, and the devices were found to be within product specifications. The reported condition was not verified on companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.